Event description:
Material: 305916. Batch#: rehz0309. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. I administered a ketorolac injection per order to patient in her left deltoid. When I slid the safety the bottom of the needle came out. There was no injury. Manufacturer code/model: 305916. Serial or lot number: (B)(6).

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. Investigation summary: photo received by our quality team for investigation. Through visual inspection, a needle assembly with the safety mechanism activated is observed, the needle is out of the needle hub and hold by the safety mechanism. Physical sample is required to further analyze and identify a possible root cause. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.